Event description:
Pt was set up on electrical stmulator unit with electrodes on her right shoulder. After approx 5 minutes, the intensity of the machine suddenly began to increase. The pt yelled and the physical therapist immediately turned the machine off. Pt was visibly shaken. Her blood pressure was taken and she was then taken to the emergency room to be evaluated by the physician.